Manufacturer narrative:
The following sections could not be completed with the limited information provided. Patient weight - ni. Device product code - ni. Expiration date - ni. Date implanted - implanted on an unknown date in 1996. Concomitant products: unknown maxim bearing. Manufacture date ¿ ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00069-1. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to a missing pcl. The bearing and the femoral component were removed and replaced.